Manufacturer narrative:
Per the customer, the unit has been repaired by replacing the power management, motor controller, and cpu boards all at once and the issue was corrected. No further action is needed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was not in use on patient.